Manufacturer narrative:
Block h6: problem code 1484 relates to the reported issue of bands prematurely deployed. Block h10: investigation results received one speedband device for analysis. The ligator head and the suture were not returned with the device. A visual examination of the returned device found that the trip wire was secured in the handle assembly slot when received and the crimp was present on the trip wire. The returned product looks in good condition without evidence of damages. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block d4 (lot number nd expiration date) and h4 (device manufacture date).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, all the bands deployed at the same time. The procedure was completed with another speedband superview super 7. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, all the bands deployed at the same time. The procedure was completed with another speedband superview super 7. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.